Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported through company representative an "intracapsular rupture", "benign calcifications", "capsular contracture" and "lymph node structures in the axillary fossae". Later through a follow up response confirmed there was no capsular contracture. This record is for the right side. The device was explanted.